Event description:
It was reported that during a benign prostatic hyperplasia (bph) procedure, the fiber tip broke. The fiber was exchanged, and the procedure was completed utilizing the second fiber. Patient outcome: "ok" reported; there was no patient injury reported.

Event description:
It was further reported that: two surgical fibers failed during a benign prostatic hyperplasia (bph) procedure. The tip broke of the first fiber broke after 45,734 joules and 10:17 minutes of use. The tip of the second fiber broke after 8,116 joules and 2:21 joules of use. The procedure was completed utilizing the third fiber. This event is for the first fiber.

Manufacturer narrative:
Product evaluation: failure analysis for fiber 0010-2400-740a-1029: the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of outer flow tubing; the glass cap exhibits severe devitrification at output window; the metal cap exhibits mild char on surface; the outer flow tubing open end exhibits minor scratch marks, and mild contamination, likely biologic. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.